Manufacturer narrative:
(B)(4).

Event description:
Upon further review, this record has been determined to not be reportable. Please disregard initial reporting under MFR# 3004753838-2018-150164.

Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted. (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018 , that the sensor code entered but was reverted to calibration mode was reported. The sensor was inserted at the abdomen on (B)(6) 2018. No additional event or patient information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion"